Manufacturer narrative:
The printed circuit board including the affected sensor was requested and received for the investigation. The analysis concluded that the values read from the pressure sensor s6 were beyond the valid limits due to an electronics component failure. As the device is more than twelve years old an electronics component failure is not unusual. Furthermore as this malfunction has rarely been reported this is considered as an isolated case. The device detected the technical malfunction and reacted as specified by posting a visual and acoustical alarm.

Event description:
It was reported that after passing the device check the oxylog 3000 failed while being used on a patient and displayed the error message "sensor s6 out of range". No injury has been reported.